Event description:
It was reported that stent damage occurred. A 38 x 2.50mm promus premier drug eluting stent was used for treatment. However, during procedure, it was noticed that the stent strut was lifted. No patient complications reported. It was further reported that the 75% stenosed target lesion was located in the moderately tortuous and non calcified right coronary artery. The procedure was completed with another of the same device.

Manufacturer narrative:
A2: age at time of event - 18 years or older.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR: promus premier ous mr 38 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal edge of the stent with struts lifted. The undamaged crimped stent outer diameter was measured and the result was 0.040", this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 38 x 2.50mm promus premier drug eluting stent was used for treatment. However, during procedure, it was noticed that the stent strut was lifted. No patient complications reported. It was further reported that the 75% stenosed target lesion was located in the moderately tortuous and non calcified right coronary artery. The procedure was completed with another of the same device.

Manufacturer narrative:
Age or date of birth: age at time of event - 18 years or older.

Event description:
It was reported that stent damage occurred. A 38 x 2.50mm promus premier drug eluting stent was used for treatment. However, during procedure, it was noticed that the stent strut was lifted. No patient complications reported.